Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The DHR for the guide wire and the radial artery catheterization device were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of the spring guide wire unraveling could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Information received via maude adverse event report (B)(4) review. The customer alleges that upon insertion of the arterial line, after placement of guide wire and attempted removal of the guide wire, the guide wire was stuck and uncoiled and was no longer rigid. No information regarding patient condition.

Manufacturer narrative:
(B)(4) information from the maude adverse event report indicates that the device is available for evaluation. No customer contact information available from maude report.

Event description:
Information received via maude adverse event report (report number (B)(4)) review. The customer alleges that upon insertion of the arterial line, after placement of guide wire and attempted removal of the guide wire, the guide wire was stuck and uncoiled and was no longer rigid. No information regarding patient condition.